Event description:
It was documented that customer had keytones and high blood glucose which was caused by a kinked infusion set. Customer was able to resolve and blood glucose was lowered. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.